Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured fluctuation daily rate/sense impedances. A chest x-ray suggests that the leads postion has changed since implant, nearly seven years prior.